Event description:
The report is from the study. The patient was a female with a history of hypertension and hyperlipidemia. The indication for the index procedure was stable angina pectoris. The target lesion was the proximal to mid lad. Vessel diameter was 3.5mm and the lesion was 29mm. The lesion was de novo and a type b2 classification. The lesion was not pre-dilated. A cypher was deployed at 14atm and another cypher was deployed at 16atm. The stents were not overlapping. Post-procedure stenosis was 5% and timi flow was 3. The patient was discharged the next day. Approximately, 4 months post-procedure, the patient returned with a 90% proliferative restenosis in the cpher stent and timi flow of 1 in the target lesion. A cypher(second) was placed and the residual stenosis was 0%.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary stents. With the very limited amount of information available it is not possible to determine exactly what factors may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing of the device.